Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen as found to be discolored with a pinkish contrast, the battery compartment was found to be cracked, and the audio bolus button was found to be missing.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging blood glucose levels in the 300 mg/dl range with large ketones, nausea, dry heaves, and headaches. The reporter indicated that the blood glucose excursions appeared to be unexplained and the patient's health care provider even made adjustments to increase basal and bolus insulin. The reporter indicated that the blood glucose levels remained elevated as high as they were before the adjustments were made. The reporter confirmed that the patient was responding to insulin via injection. The pump was reviewed and found that the basal and boluses appeared as intended and were correctly reflected in the total daily dose history. During troubleshooting, the reporter confirmed that the pump successfully delivered an air bolus and recorded it in the pump history. This report is made based on the allegation of hyperglycemia related to a pump delivery issue.